Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported when the physician was fixing the device back in place, the right ventricular lead became dislodged after the patient twiddled the lead out. The patient was asymptomatic. The patient was scheduled for a lead revision. The revision could not be completed as the helix on the distal end of the lead could not be retracted after it bent. The lead was explanted instead and replaced with no complications. The patient condition is stable after the procedure.